Event description:
It was reported that during system explant procedure for infection, insulation degradation was observed on the previous capped lead.

Manufacturer narrative:
External insulation abrasion was noted at 12.6-12.8cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.5-9.1cm from the distal tip. The etfe coating was intact at these locations.